Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. As per part investigation, it was determined that drawer was failed to open and attributed to migrating bearing retainers. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex g grid. Correction: section d unique identifier (UDI). Part analysis: the reported condition of the drawer not opening/closing was confirmed by the fse. According to work order (wo) (B)(4), the field service engineer (fse) identified that the drawer was unable to recover and proceeded to replace hh drawer 4.1 and 4.2. The fse performed operational verification, and it confirmed that the equipment was functioning as expected. External visual inspection of the received 138886 01 smart hh cubiedrawermod was conducted. No visible damage was found during the inspection. Dchu inspection was performed on the smart cubie drawer hh. Resistance was observed from the top drawer when attempting full extension, requiring additional force. The top right bearing retainer was observed migrating past the drawer bumper stop. This misalignment prevented full extension and required additional force to both open and close the drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer failing to open was identified and attributed to migrating bearing retainers.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed to open. A field service engineer inspected half height drawer that was failed to recover. Determined a new drawer was needed. Fse returned with replacement and removed sub drawers 4.1 and 4.2, installed and configured new half-height drawer in space configuration mode and able to inventory the new sub drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.